Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-54-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp is closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected no liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After we open the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 5 ml/h. Actual: 7.6 ml in 1 h; 13.0 ml in 2 hrs; 101.9 ml in 26 hrs. Leakages were not detected on the received sample. A fast flow (as described by the customer) could not be determined. Hence we asses this complaint to be not justified. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infuser installed (B)(6) at 16:00 hours to remove within 48 hours on (B)(6) to 9:00 am and ended on (B)(6) at 8:00 ahead of schedule.